Event description:
Per the doctor, the magnet moved out of the magnet pocket of the pt's cochlear implant. The pt has discontinued the use of her sound processor until a surgery for magnet replacement can be done. A surgery date has not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.